Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump had cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 312 mg/dl at the time of incident. The customer's blood glucose was 420 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were throwing up. The customer stated that there was something wrong with the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir compartment was wet. The customer declined to check for setting issues. The customer was unable to performed high pressure test at the time of call. The insulin pump will be returned for analysis.